Event description:
My current freestyle libre 3 plus sensor has been giving incorrect low blood sugar readings and alerts. This has happened to me in the past and I've reported it. This is a new sensor. It has given me incorrect low blood sugar alarms and readings during three separate periods. The first event (B)(6) 2025 @ 12:45 a.m. Shows the sensor details, pulled from the iphone app. Are the second event, (B)(6) 2025 @ 06:15 a.m. Are the third event, (B)(6) 2025 @ 10:08 p.m. The second images in the combinations show my blood-test readings from a contour next one device.